Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2021. On (B)(6) 2021, the patient¿s wife stated that she woke him because the receiver beeped (reason for the beep/alert was not specified). The cgm was showing 90 mg/dl so the wife decided to give him a drink and something to eat. She went down to get orange juice but when she saw the patient, he was incoherent, so she decided to call the paramedics for help. She did not have a chance to give the orange juice to the patient because he was incoherent. When paramedics arrived, they immediately checked the patient¿s fingerstick bg since the patient didn't have a meter for the wife to compare. The bg result was 37 mg/dl. The paramedics inserted an IV line, but it was stated that no other medication was given. After a few minutes the patient became stable. No further cgm or bg values post-stabilization were provided. The patient was not taken to the hospital. At the time of the report the patient was stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.